Event description:
It was reported the pt developed infectious complications (date unk) soon after implant; the device was explanted. Specific symptoms were not reported. The 2008 discharge summary indicated that complications included congestive heart failure, hypertension, "internal bleeding complications" and hypokalemia. The pump contained morphine; concentration and dosage unk. A new device system was re-implanted one week prior, and it was reported that the pt was doing okay.